Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Low bg cause was not known. The customer was asleep at the time of the low bg, and they did not realize it so they did not address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.